Manufacturer narrative:
Upon receipt, the memory content of the device was inspected. The inspection revealed the battery status eos, activated by the device on may 25, 2015. Furthermore, the device automatically triggered a home monitoring notification to inform the user about the occurred eos status. The current consumption of the device in the eos state was tested and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. Therefore, the ICD was opened to examine the inner assembly. A visual inspection showed no anomalies. The battery voltage was measured confirming a depleted battery. In a next step, the electronic module was attached to an external power supply. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a further electrical analysis, an intermittent elevated current consumption of the electronic module was identified, which could be narrowed down to an integrated circuit. The intermittent elevated current consumption led to a premature depletion of the battery. The manufacturing records and quality documents for this device were re-investigated. No anomalies were documented during the device manufacturing, in particular during the final acceptance test, no abnormality in the current consumption of the device was observed. There was no indication of a material or manufacturing problem. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, might have contributed to the clinical observation.

Event description:
This device was at eri indication. There were no adverse patient events reported. Should additional information be received, this file will be updated. (B)(6) 2016 - based on the analysis, this is reportable to the FDA.